Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Due to the damage on the electronic parts, it is not possible to test the pump with the diagnostic test system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the pump switched off without giving any errors. Patient stated she noticed because her blood glucose level was elevated (250 mg/dl). No adverse event reported. Requested return of the alleged pump for evaluation.